Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, labeled as error 42. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support on performing a pump reset. If the issue persists after the reset, they were instructed to call back for further assistance.